Event description:
Reporter indicated a vns (B)(4) computer had a loose serial cable connection and was causing intermittent communication issues. The issue appears to be with the housing in the computer (port), and in order to make the connection, one has to "push" the serial cable in. Attempts for return of the computer for product analysis are in progress.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The vns computer and flashcard were returned for analysis on (B)(6) 2013. During the analysis it was identified that the handheld computer was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with 2 broken wire connections in the serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified. The broken wires are likely due to mechanical stress and wear. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.